Event description:
On (B)(6) 2015, conmed received a maude event report #(B)(4) forwarded by the FDA via letter dated (B)(6) 2015. A review of the complaint history showed, this incident was never reported to conmed corporation by the end-user facility. Listed below is the description of the reported incident. The customer reported that during use of this spectrum ii suture hook, 45 degrees right in a shoulder arthroscopy procedure on (B)(6) 2014, the tip of the suture hook "broke off in the patient's shoulder" and that "the surgeon retrieved the tip without difficulty". Follow-up with the user facility confirmed that the procedure was completed with no patient injury or surgical delay. No information regarding patient demographics (sex, weight and age) was provided in the maude report, nor could it be obtained from the user facility.

Manufacturer narrative:
As reported, the broken tip and remainder of the suture hook are not expected for evaluation, as they were discarded at the user facility following the surgery on (B)(6) 2014. A review of the device history record showed this lot was manufactured on 01-apr-2009 in a lot of 5 units with no noted discrepancies during the manufacturing process that could have caused or contributed to the reported breakage. There were no other similar complaints received for this item and lot number combination. This is a limited reuse device with a recommendation of five (5) procedures and the number of uses for this unit is not available. In addition, based on the manufacture date of 01-apr-2009, the instrument had been in use for nearly 5.5 years. Over extended use, wear and damage can occur to this instrument causing it to break and/or not to function at its optimum. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of the tip breakage and patient's injury the information for use (IFU) provides the following warnings & precautions: -if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. -avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. -do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. -do not exceed five (5) procedures per limited reuse suture hook. -avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Device was discarded at user facility.